Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, faulty fan was noted. The unit was missing the main lamp and the olympus lamp meter on display read 200+hours. In addition, front panel damage was observed and the error code presented on the screen was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by the customer the evis exera iii xenon light source fan made noise periodically. However, the noise increased constantly until the unit overheated and the spare lamp turned on. In addition, an error code displayed on the screen. This event occurred during an unspecified procedure. There was no patient no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, e2,e3, g2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. ¿the probable cause of the spare lamp coming on is because the faulty fan increased the inner temperature. Therefore, safety function was activated to switch to spare lamp. ¿the probable cause of the fan noise and overheating is due to faulty fan. As a result, a82 clv temperature error or e101 clv temperature error may be indicated. ¿the probable cause of the faulty fan is due to aging deterioration olympus will continue to monitor complaints for this device.